Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep said they did a lead revision and replaced one lead because it had migrated. The rep reports they are now getting a possible short warning on contacts 1, 2, 3, 8, 9, 10. The doctor repositioned the lead and the issue was resolved. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead; product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(4) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare profession, via manufacturer representative, regarding patient's implantable neurostimulator (ins). Lead migration was reported. There were no environmental/external/patient factors that may have led or contributed to the issue. Attempted all program options but all felt in left side. Attempted to use anchor removal tool but instead of cutting the anchor it slid off lead. Ultimately replaced lead to obtain proper position. The lead was replaced which resolved the issue. Customer discarded the explanted lead. Hcp had no further information. No symptoms were reported. Patient's weight was asked but unknown. No further complications were reported/anticipated.